Event description:
Customer requested an event log review to determine of the pharmacy was correctly weighing the chemo infusions. Reported an infusion of anti-thymocyte globulin-equine (atgam) was intended to infuse at 90ml/hr with a vtbi of 1050 but the infusion took longer than expected. There was no report of pt harm and no medical intervention required, although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer's event log and data set have been received and the eval is pending. A follow-up report will be submitted with failure investigation results once the eval has been completed.